Event description:
Healthcare professional reported a right side rupture, confirmed with ultrasound, and implant removal from textured to smooth due to the concerns of the product. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture, confirmed with ultrasound, and implant removal from textured to smooth due to the concerns of the product. Healthcare professional later reported seroma-late and capsular contracture, baker grade unknown. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ anxiety-product/procedure: unable to observe as it is not related to the device. ¿ capsular contracture: unable to observe as it is not related to the device. ¿ seroma-late: unable to observe as it is not related to the device. Additional observations: ¿ observed deformation on the device. No further actions are required since no manufacturing issue is observed.